Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was noted to have a planned system controller exchange on 21apr2026 due to white power cable strain relief break. The site had applied rescue tape to reinforce the site. Log file review was requested to ensure there were no issues with the white power cable. Log file review revealed some possible minor cable fatigue, however the damage did not appear to need immediate action. The system controller was exchanged.